Manufacturer narrative:
Age at time of event:18 years or older. (B)(4). Device evaluated by MFR., the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from two balloon pinholes close to the proximal edge of a blade pad. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated twice both at 6atm; however, on the 3rd inflation at 10 atm, it was noted that the pressure level on the inflation device did not increase and the balloon was ruptured. The device was completely removed from the patient. The procedure was completed with non bsc balloon catheter. No patient complications were reported and the patient's condition is good.